Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was first visually inspected, and it passed flushing test. Also, it was noted that the dilator tip was heavily deformed, its handle was kinked, as well as a minor scratching on taper of the dilator was found. Therefore, the reported allegation was confirmed. Additionally, a non-reported issue was noted during visual inspection, revealing that the dilator hub-shaft joint was kinked.

Event description:
Reportable based on analysis completed on 08dec2024. It was reported that an versacross access solution was selected for atrial fibrillation ablation. During insertion, it was observed that the versacross dilator tip got kinked, when dilator was being advanced into the faradrive sheath. No other damage was noted. Thus, the device was replaced, and the procedure was completed successfully via alternative method. No patient complication was reported. The device is expected to be returned for analysis. However, analysis revealed that the dilator tip was heavily deformed and have hub-shaft kinked.